Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
H3: one medfusion pump was received chipped out on the lower left corner of the top case. The event history log was reviewed and there was a primary audible alarm post error. The power up process was conducted and the reported issue was unable to be duplicated. The cause of the intermittent error was unable to be determined since the j9 connector was fully seated and properly glued (3 surfaces ? Both side). The speaker was replaced as a preventative measure.